Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 28x3.00mm, 90% stenosed target lesion was located in a non-calcififed and mildly tortuous left anterior descending (lad) artery. Predilation was performed using an unspecified balloon catheter. A 28 x 3.00mm taxus liberté drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the proximal side. One strut on the most proximal row was pulled proximally and the four most proximal rows had moved proximally. No issues were noted with the tip. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).